Manufacturer narrative:
H11. Additional narrative: updated h6. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Since the sewing ring is still intact and no patient or procedural relevant factors are known to have contributed to the reported perivalvular leak, it is likely the stress of the mechanical valve on the annulus for an implant duration of 60 years could cause dehiscence or annular damage. The most likely root cause for the reported perivalvular leak is patient factors.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an unknown model mechanical valve was explanted and replaced with a 11400m 25mm after an implant duration of 60 years due to mild pannus and perivalvular leak. The patient presented with dyspnea.

Manufacturer narrative:
H3: product evaluation. Customer report of pannus was confirmed. Report of perivalvular leak was unable to be confirmed through visual observations. Minimal host tissue overgrowth was observed on one of the four struts. Sewing ring cloth was cut around the valve and exposed the material underneath. Ball motion did not appear to be restricted. X-ray demonstrated struts intact. No other visible inconsistencies were observed from the returned valve.